Event description:
Investigation complete.

Manufacturer narrative:
Manufacturing site evaluation: 1. Description of defect information received: io break - instrument sample product availability: yes sample product quantity: 1 piece(s) 2. Investigation 2.1 sample description we received a er402r in a decontaminated and used condition. The work end is broken. 2.2 investigation used investigation method: [x] visual testing standard / specification: pictorial documentation reference no.: n/a test equipment name: vhx-5000/keyence test equipment no.: ID: 42061 / 2000024840 2.3 investigation result: the investigation was carried out visually. The solder connection at the working end is broke, moreover, the shaft of the instrument is strongly deformed. A hardness test showed (specifies: 420+110 hv5 measured 486 hv5). No pores, inclusions or foreign bodies could be found on the point of rupture. It is no longer possible to understand what caused the breakage of the shank. 3. Explanation, rationale, conclusion and root cause based upon the above-mentioned investigation results, a definitive root cause for the reported issue could not be established. 4.device history record results of review device history records (DHR): the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. 5.corrective measures decision for corrective measures: yes [ ] no [x] description of corrective measures incl. Recommendations to customer, if applicable: n/a 6.sales decision plant not accepted-report only.

Event description:
It was reported to aesculap inc. That a sims uterine curette #2 sharp 255mm (part # er402r) was used during a procedure on (B)(6)2023. According to the complainant the weld broke near the distal end at the working end and needed to retrieved from abdominal area. An x ray scan was performed afterwards to verify nothing was left inside the patient. It was reported that the surgery was delayed by fourty five minutes. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.